Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) has twiddler's syndrome and as a result has dislodged their leads (right ventricular (rv) defibrillation lead, non-gudiant right atrial (ra) pacing lead, and left ventricular (lv) pacing lead). A lead revision has been scheduled.